Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: <IFU statements> the gore® excluder® iliac branch endoprostheses (internal iliac component) instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the report of the device not landing in a healthy, non-aneurysmal seal zone of the internal iliac artery. <intended use, efficacy or effect> 4. Internal iliac artery treatment diameter range of 6.5 ¿ 13.5 mm and seal zone length of at least 10 mm. <anatomical requirements> 5. The for iic, distal internal iliac artery length of at least 30 mm of which at least 10 mm must be non-aneurysmal seal zone of 6.5 - 13.5 mm in diameter <defects and adverse events> possible defects and adverse events include the following: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm, bilateral common iliac artery aneurysm (iiaa) and the right internal iliac artery using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Gore® excluder® iliac branch endoprostheses were implanted in the right iliac artery. On (B)(6) 2025, a follow-up CT scan confirmed the occlusion of the internal iliac component (iic). No additional procedures were performed, and the patient showed no symptoms. According to the physician's comments, the patient originally had iiaa with poor condition. The distal end of the iic landed within the iiaa and did not reach the healthy zone of the distal neck. Reportedly, during intraoperative angiography, the boundary between the iiaa and the distal healthy zone of the internal iliac artery could not be distinguished.